Event description:
Device issue: proximal shaft separation. Time of device issue: during procedure. Adverse event: none. It was reported that the 3 xience v stents would not cross to treat the cx lesion. Pre-dilatation had been performed. During advancement of the xience v 2.5 v 15 mm, as the sds was being torqued due to the tortuosity, the shaft broke in half. The entire device was removed with the guide catheter. A new 2.5 x 15 mm xience v crossed. No pt effects were reported. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device was received, investigation is not complete.